Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of the insulin pump are unresponsive and insulin pump died after changing batteries. Customer's blood glucose level was not provided at the time of the incident. Customer stated that battery cap was broken. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. The power management tool indicated no abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. Unexpected battery power loss not confirmed. Device not received with original battery cap. Battery cap cracked/damaged unknown. (B)(4).